Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that when they tried to advance the angio-seal device through the angio-seal sheath it would not fit. A second device was opened and worked fine. The patient was reported to be stable. The procedure outcome was successful. Additional information was received on january 24, 2019. The procedure performed was a left heart catheterization. The procedural sheath was a 6fr sheath. The bypass tube would not seat in the angio-seal sheath. A pre-deployment angiogram was performed. The device was discarded by the user facility.